Event description:
It was reported that the patient had a lead migration. The patient underwent a lead revision and reprogramming. It was assessed that the event was not related to the procedure or study device system. The patients status is unknown.

Manufacturer narrative:
Correction to the initial MDR in block(s) b3.

Event description:
It was reported that the patient's lead had migrated and the patient experienced inadequate stimulation. The patient underwent a lead revision procedure where the lead was replaced.

Event description:
It was reported that the patient's lead had migrated and the patient experienced inadequate stimulation. The patient underwent a lead revision procedure where the lead was replaced. Additional information was received from the clinical study site that the adverse event was removed from all data.

Event description:
It was reported that the patient's lead had migrated and the patient experienced inadequate stimulation. The patient underwent a lead revision procedure where the lead was replaced. Additional information was received from the clinical study site that the adverse event was removed from all data. Additional information was received from the clinical study site stating that during review of the study data, it was found that the adverse event of lead migration and a revision procedure was a data entry error for this patient. There was no device deficiency and no serious adverse event that occurred for this clinical study patient. Subsequently, this reported event has been deleted from the records.

Manufacturer narrative:
The suspect medical device reported in this MDR form for a patient that experienced inadequate stimulation due to lead migration and thereafter underwent a lead replacement procedure should not have been reported on a 3500a MDR form. Additional information received from the clinical study site stated that during further review of the study data, it was found that the adverse event of lead migration and revision procedure was a data entry error for this patient; there was no device deficiency, adverse event, or revision procedure that occurred for this clinical study patient. Subsequently, this reported event was removed from the records. Based on the additional information which identified the event as a data entry error for this patient, boston scientific no longer considers this to be reportable.